Event description:
It was reported that it was found that fastfix 360 was not in the groove itself for first anchor and both ts came out at the same time during the procedure. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.